Manufacturer narrative:
Findings: unit received with currents in spec. No unexpected low battery. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed self test and unexpected alarm error alarm test. No unexpected signal too low or unexpected alarm error alarm. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received multiple unexpected restart alarms and other alarms. She said that her pump is just eating batteries and that she keeps changing them out at least once a week. Her blood glucose was unknown. The customer was assisted with performing the self- test and the pump passed. The pump is being replaced due to multiple unexpected restart alarms. The insulin pump will be returning for analysis.